Manufacturer narrative:
The manufacturer received information alleging the ac power supply was "poor" for a trilogy evo device. There was no patient involved with this issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed on the trilogy evo device. The manufacturer's service technician evaluated the determined the ac power cord was disconnected on the part around the root of the plug. The manufacturer's service technician replaced the device's ac power cord to address the issue. Afterwards, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operational and it was cleaned.

Event description:
The manufacturer received information alleging the ac power supply was "poor" for a trilogy evo device. There was no patient involved with this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.